Manufacturer narrative:
No medwatch form was received. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds and loss of capture. A -crack- was observed on the insulation. The lead was explanted and replaced.